Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and severely scratched display window.

Event description:
Customer reported via phone call button error alarm and damaged display screen on the insulin pump. Customer's blood glucose level was 72 mg/dl. Troubleshooting for button error alarm was performed. Customer advised the buttons were unresponsive. Customer had a severely scratched display screen which made it difficult to read the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.